Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 110 or 111 mg/dl and sensor reading was 58 mg/dl. Troubleshooting was performed and customer was advised how to properly calibrated the sensor. Customer threshold suspend limit is set to 60 mg/dl. Customer is not returning the sensor for analysis.